Event description:
It was reported that there was not enough lubrication in the magic 3 coude intermittent catheter when the patient burst the saline solution packet, hence it caused pain while using. It was also noted that the patient had been using products for less than 90 days. No medical intervention was reported.

Manufacturer narrative:
The reported event was inconclusive because no sample was returned. A potential root cause for this failure could be "operator error". The lot number is unknown; therefore, the device history record could not be reviewed. A labeling review was not performed because labeling could not have prevented the reported failure. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The device was not returned.

Event description:
It was reported that there was not enough lubrication in the magic 3 coude intermittent catheter when the patient burst the saline solution packet, hence it caused pain while using. It was also noted that the patient had been using products for less than 90 days. No medical intervention was reported.